Manufacturer narrative:
Updated fields: h6, h10 corrected fields: g2 (uncheck health professional) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The reported issue was confirmed but the cause of the peeling could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was peeling of the adhesive part of the tip probe fixing screw causing insufficient adhesive in the screw holes of distal end. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a crack and was detached. It was observed that the up and down knob could not be locked securely due to damage on the lock engagement lever. It was also observed that the paint on the air and water cylinder was peeled due to deterioration caused by handling. It was observed that the connecting tube had a dent due to a handling issue. It was also observed that the number of missing elements exceeded the standard value due to damage on the ultrasound probe. It was observed that the acoustic lens was damaged due to physical stress. It was also observed that there was a chip in the adhesive in the area between the acoustic lens and ultrasound probe. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch 1 and 3, connecting tube, and on the acoustic lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had a gap of the adhesive on the distal end. There was no patient/user harm or injury reported due to the event.